Event description:
The customer reported they noticed about 1 ml of blood dripped onto the counter from the coulter lh 750 hematology analyzer after aspiration and backwash of the manual probe while in manual mode. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) found both check valves in the backwash area had malfunctioned and were replaced to resolve this issue. The fse verified and validated the instrument. (B)(4).